Event description:
Patient felt that his ipg may have shifted position and the sense lead was providing abnormal waveforms and impedance readings. Revision surgery was conducted to replace the sense lead and address device migration.

Event description:
Follow up report to MDR 3007666314-2018-00040: patient underwent revision surgery. Original sense lead appeared to be damaged, i.e. Cuts in the outer tubing. It was replaced during the revision surgery. No further issues reported.